Manufacturer narrative:
The reported complaint that " the autopulse platform(sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) " was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 was due to the failure of single point load cell #1, likely attributed to failed component(s), or mishandling such as a drop. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed (ua) 07; thus, confirming the reported complaint. The platform failed initial functional testing due to the (ua) 07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. Single point load cell #1 will be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A supplemental report will be submitted when the investigation has been completed.

Event description:
During shift check, the customer reported that the autopulse (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering on the platform. No patient involvement.